Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00946, related manufacturer reference number: 1627487-2020-00949. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg and lead site. The patient was given antibiotics intravenously to address the infection. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the system was explanted.